Event description:
A cracked and unresponsive touchscreen was reported by a distributor, affecting an insulin pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer is unable to interact with the pump due to the damage, and as a corrective action, tandem technical support arranged to replace the faulty pump to ensure insulin delivery continued without interruption.